Manufacturer narrative:
(B)(4). The sample was not available hence the root cause cannot be determined. No conclusion can be drawn from the investigation. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) a one-link needlefree IV connector in which a no flow occurred. According to the report, the port was blocked on the PICC line while administering tpa. The process step is during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with the event. No additional information is available.